Event description:
It was reported that 4 syringe 10ml saline fill ce experienced syringe barrel or flange damage/cracking/deformation which was noted prior to use. The following information was provided by the initial reporter: distorted barrel tip.

Manufacturer narrative:
Investigation: four samples were received. They came in a ziploc plastic bag, they have the sealed packaging flow wrap, tip cap and saline solution. The barrel label confirms the lot# 8360801. The luer shows a deformation on the top part where the threads start. The photos show the syringe with the luer damaged/ deformed and the barrel label. The syringes were misplaced in the metal tray; the upper tray layer(s) got on top of the syringe tip inducing the luer tip deformation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect root cause due to manufacturing equipment, there was a misplaced at the sterilization tray.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringe 10ml saline fill ce experienced syringe barrel or flange damage/cracking/deformation which was noted prior to use. The following information was provided by the initial reporter: distorted barrel tip.